Manufacturer narrative:
A field service engineer (fse) was dispatched and initially found that the system was getting cuvette errors and the vacuum on the wash/vacuum probe was not working. The fse also found broken pieces of glass stuck in the valve and cleaned all the valves and cuvettes. The fse also checked the lamp setting and discovered the photometer was not stable. The broken cuvettes caused the liquid to leak down from the reaction wheel, on to the reference cable, and around the lamp and power supply. The fse cleaned the spill and was able to fix the lamp setting. The fse performed the necessary alignments on the system and found that the wash tower was not properly centered, which what caused the cuvettes to break. The fse performed calibrations and controls and the system resumed operation.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there were ten (10) cuvettes failing the water blank test in the unicel dxc 600 pro synchron chemistry analyzer. The customer replaced all the wash probes and observed some fluid accumulated around that area. The fluid was also found in the primary vacuum accumulator. No injury or operator exposure was reported for this event.